Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2020. The most recent information was received on 24-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological-related pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), deafness ("hearing loss"), balance disorder ("loss of balance") and depression ("depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, myalgia, abdominal pain upper, deafness, balance disorder and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, balance disorder, deafness, depression, fatigue, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological-related pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), abdominal pain upper ("stomach pain"), deafness ("hearing loss"), balance disorder ("loss of balance") and depression ("depression"). At the time of the report, the pelvic pain, fatigue, myalgia, abdominal pain upper, deafness, balance disorder and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, balance disorder, deafness, depression, fatigue, myalgia and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.